Manufacturer narrative:
The clinic reported that the device was explanted due to a recurrent cholesteatoma. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025; for unspecific medical reasons. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.